Event description:
It was reported on an external medwatch form, which was received without a medwatch number, that endoscopic stapler positioned but would not fire during laparoscopic appendectomy. It's unknown how the case was completed. No pt consequence.